Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer attempted to reseat the row board header from the trays and also reseated the pockets. The pockets were still not detected. Reseated the cables and pockets again. A hardware test application (hta) test showed the trays and pockets, but launching the main application still did not resolve the issue. Reseated the row board cable header from the drawer printed circuit board assembly (pcba) board and installed a new hard stop. After this, the trays and pockets were detected in hta. Ran the main application again, and this time the pockets were successfully detected. Final testing was performed using both hta and the main application, and everything functioned correctly. Fse cleaned debris around the station and secured pyxibus cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.